Event description:
It was reported that the application instrument for sternal zipfix does not tighten appropriately and the trigger, once depressed, does not return to its undepressed position. This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and there were no visible damages. The returned instrument was tested as part of the product development evaluation with one sternal zipfix implant and the described complaint could not be duplicated. The sternal zipfix properly tightened around the bone model to the mechanically limited tension and the handle returned to operational position. Additional functional testing with five sternal zipfix implants was performed. All implants were tensioned to the maximum permitted tension level by the application instrument and cut. The complaint could not be duplicated. From a design perspective, this complaint is invalid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.